Event description:
Inflation could not be maintained on two size 8 dct, disposable cannula low pressure cuffed tracheostomy tubes. Conflicting information received regarding actual device usage. It was reported that the inflation problem was detected on the first 8dct device prior to insertion and moments after insertion with the second 8dct device. However, upon receipt and evaluation both devices appeared to have been used. There was one patient involved with no reported patient compromise. The 8dct devices were returned to the manufacturer on 04/04/97 for decontamination, analysis and investigation.